Event description:
An aneurx stent graft system was inserted into a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology and vessel morphology are unknown. It was reported that the device was inserted into the patient and when the handle was rotated, the stent graft did not deploy. The device was removed from the patient and another aneurx device was successfully used to complete the case. No further details were available. No clinical sequelae were reported and the patient is fine. The device was returned to medtronic and its evaluation has been completed. The tip was slightly bent. The handle was rotated and the stent graft began to deploy with very little resistance. The quick release was then used and the stent graft deployed fully. The handle was inspected and all components were found in their current location and were properly bonded.